Event description:
Revision of total knee arthroplasty 7 months postoperatively due to continued pain and discomfort. Pt was revised to smaller femoral and tibial components.

Manufacturer narrative:
Device was not returned for manufacturer's eval.